Event description:
Caller reported an occlusion alarm, and cts was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. Customer changed supplies as necessary under guidance from cts and resumed insulin therapy, following specific instructions to troubleshoot and resolve the occlusion issue. Despite the recurrence of the alarm and various troubleshooting steps, visible cracks or damage in the cartridge were not observed, leading to filling and loading a new cartridge as the resolution.